Event description:
The user facility reported the following: "during a resuscitation, the catheter split from the tip to hub. Vascular access was gained with a standard catheter. Six attempts were made to insert a catheter but tips of catheters frayed. A central venous catheter was inserted to provide vascular access".